Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of at least five (5) homechoice cassettes. This occurred unspecified process steps for automated peritoneal dialysis (pd) therapy. The home patient (hp) was connected at the time of the event. It was also observed that a leak was present from an unspecified location on the homechoice cassette set. There was no patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.